Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due to interaction with another device. (B)(4).

Event description:
It was reported that stent damage post deployment occurred. The patient presented with coronary artery disease (cad). Vascular access was obtained via the radial artery. The 2.75x28mm, de novo target lesion was located in the left circumflex artery (lcx). A 2.75x28mm promus element¿ plus drug-eluting stent was deployed in the lesion. However upon performing orthogonal views of the deployed stent, a proximal stent deformation was noted. A different device was then deployed to cover the deformed portion of the stent. No patient complications were reported and the patient's status was stable.